Manufacturer narrative:
Manufacturing site evaluation investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx432t) was implanted during a procedure performed on an unspecified date. According to the complainant, the shunt system is not working correctly. The patient has not yet underwent a revision procedure and the valve remains implanted. No patient complications were reported regarding this complaint. The complained device was therefore not yet returned to the manufacturer for evaluation.

Manufacturer narrative:
Due to the limited information and the investigation is restricted to traceability of manufacturing and quality control data. Based on the product documentation, we can exclude a defect at the time of delivery of the progav 2.0 shunt system. The traceability indicates that the shunt system was in perfect condition. In similar cases where devices were explanted and provided for examination, deposits of natural substances in the cerebrospinal fluid - such as protein, blood, or tissue particles are the most frequent cause of device malfunction. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can impair the shunt's function if they accumulate in the valves. A final clarification of the cause is only possible by an examination.

Event description:
The device is still implanted. The patient will be reviewed by the hospital. No further complication were reported.